Manufacturer narrative:
Confirmation received on (B)(6) 2021 that stent fracture was related to premature stent deployment. Cancellation MDR being submitted for current (B)(4) (emdr 3001845648-2021-00710) to be cancelled. (B)(4) (emdr 3001845648-2021-00706) will capture both. PMA/510(k) #: p050017/s006.

Event description:
Confirmation received on (B)(6) 2021 that stent fracture was related to premature stent deployment. Cancellation MDR being submitted for current pr (B)(4) (emdr 3001845648-2021-00710) to be cancelled. (B)(4) (emdr 3001845648-2021-00706) will capture both.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: p050017/s006.

Event description:
During surgery, after pre-ballooning, in the sclerosis part, after the insertion of the delivery system of the stent and wire guide, all of the stent have come out even before deployment and unlocking of safety lock. (During advancement) (separate complaint capturing this issue). Stent fracture noted on images provided. (This complaint is to capture stent fracture). Patient outcome: did any section of the device remain inside the patient body? Yes. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.